Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID: 3889-28, lot#: va0tmkd, implanted: (B)(6) 2015, product type: lead.

Event description:
The representative reported that patient sometimes has electrode impedance measures greater than 4000 that will normalize at other times when impedance are measured: (B)(6) 2015: 0-3 pair= >4k , (B)(6) 2015: 0-3= >4k . (B)(6) 2016: all impedance normal range. (B)(6) 2016: 4 pairs >4k (B)(6) 2016 (last week), patient had 3 pairs were >4k including 0-2 and 0-3. C-2 and c-3 were around the 1000's. Patient was current at c+2. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient didn't experience any symptoms specific to high impedances. The cause of the high impedances was not determined, however, they increased the pulse width and, when rechecked, the impedances were all within normal range.